Manufacturer narrative:
Device was received in backup mode with battery level within the normal range. Analysis of device image indicated that backup occurred due to reset errors within the xena ic. Further testing was performed, including temperature cycle test, and back up condition was reproduced. This malfunction is consistent with a xena ic cold temperature sensitivity. Abbott is continuing to monitor this issue. Devices longevity assessment was also performed and found to be within expected range.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a procedure. Upon interrogation pre-procedure, the new pacemaker was interrogated and ended up being in backup vvi mode. The device was put aside and replaced. The patient was stable.